Event description:
It was reported that the customer noticed the insulin pump's bottom casing was coming loose and extruding while he primed. His blood glucose level was 317 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The end cap was detached, minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and stained address/serial number label were noted.